Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was stiff and could not be folded for injection. There was no patient contact. No additional information has been provided.